Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited low cylinder strength; therefore, a surgical procedure was performed to add additional saline to the reservoir. No components were removed during the procedure. No patient complications were reported.